Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion was located in the circumflex artery. The physician advanced the luge guide wire across the lesion. An unspecified stent was advanced to the lesion, but could not cross the lesion. The device was removed. The lesion was predilated with an unspecified balloon and the physician successfully deployed the stent in the intended location. The physician removed the stent delivery system (sds) from the patient and placed it on the table. It was later noted that the proximal portion of the luge guide wire had detached and was 'poking through' the sds lumen. The physician did not see or feel the guide wire fracture until it was outside of the patient. The physician completed the procedure with another manufacturer's guidewire. No patient complications were listed and the patient's status was reported as 'ok'.

Event description:
The lesion was located in the circumflex artery. The physician advanced the luge guide wire across the lesion. An unspecified stent was advanced to the lesion, but could not cross the lesion. The device was removed. The lesion was predilated with an unspecified balloon and the physician successfully deployed the stent in the intended location. The physician removed the stent delivery system (sds) from the patient and placed it on the table. It was later noted that the proximal portion of the luge guide wire had detached and was ¿poking through¿ the sds lumen. The physician did not see or feel the guide wire fracture until it was outside of the patient. The physician completed the procedure with another manufacturer's guidewire. No patient complications were listed and the patient's status was reported as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received fractured at 25mm from the proximal end. The distal end is kinked at the hypotube. The outside diameter of the wire was measured at three locations along the wire and was found to be within specifications. A microscopic scanning electron microscopy analysis revealed that the fracture surface is characterized by material cracking and propagation caused by a reversed bending. Compression and tension zones and elongated dimple ruptures were noted. No material anomalies were detected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).